Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous left anterior descending artery. The physician advanced the 4.0x12mm nc quantum apex balloon to the lesion and on the first inflation, inflated the balloon to 6atms. On the second inflation the balloon was inflated to 14atms and ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous left anterior descending artery. The physician advanced the 4.0 x 12 mm nc quantum apex balloon to the lesion and on the first inflation, inflated the balloon to 6 atms. On the second inflation the balloon was inflated to 14 atms and ruptured. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: the nc quantum apex catheter was received. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).